Event description:
Boston scientific (bsc) crm received information that this dextrus atrial lead had dislodged two days post implant. A revision procedure was performed at which time the lead was repositioned, however, when the lead was being connected to the device, it dislodged a second time. Therefore, the decision was made to explant the lead. A new lead was implanted without further incident. Dates were provided to us by boston scientific.